Manufacturer narrative:
Pump received with normal operating currents and passed all functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery tests. A water filled reservoir was used during the test. No air bubbles anomaly or excessive no delivery alarm noted. Several bolus were programmed and delivered. Pump delivered properly all bolus and were recorded at the bolus and daily totals history screens. No bolus delivery anomalies noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that he recently had a blood glucose level of 600 mg/dl. Customer stated that he performed two set changes, but his blood glucose level would not come down. The customer stated that he was also able to clear out any air bubbles from the reservoir. Blood glucose level at the time of the call was between 100 and 150 mg/dl. Customer stated that he had been off of the insulin pump since the high blood glucose level incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.